Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tim20, with tir20, would not feed. Another instrument was used to complete the case. There was no consequence to the patient.